Manufacturer narrative:
The review of the device history record and trackability of the reported instrument did not reveal deviation to specification or non-conformance to procedure. It was reported on november 29th 2018 that the broken product was shipped back to the zb corporate office the day after the surgery. Yet, no product was returned to ldr medical. The reporter does not have record of this tracking. Therefore, the product location is unknown. No product evaluation could be performed. From the information provided based on the complaint report, the product history records and the recurrence of this type of event for this product, the investigation did not identify the exact root cause due to insufficient available informations. Indeed, as reported, it is more than likely that the surgeon used excessive force to remove the peek cartridge, causing the forceps break. It is clearly stated in the surgical technique that if the peek cartridge is difficult to extract, rotate one side of the cartridge 90° caudal, then remove with forceps (step 14: peek cartridge removal). Without the product return and evaluation to identify the exact breakage spot or profile, the exact root cause of the complaint remains undetermined with the most likely hypothesis of user error. If additional informations were received, that add a value to this investigation another report will be sent. Unknown product location.

Event description:
Mobi-c: broken forceps. It was reported on the complaint report that the surgeon was using the extraction forceps to remove the peek device from the mobi-c implant. Once pressure was applied, the forceps broke. Additional information received on november 28th 2018: according to the reporter , the surgeon may have applied excessive strength when using the instrument. The doctor implanted the mobi cartridge. Once it was time to pull the peek he used the normal forceps that was provided. He clamped down on the edges of the cartridge to remove them. Once he clamped down on the peek, one of the prongs on the forceps broke off. The implant was no damaged. They ended up just using a coaker to remove the peek part. All the broken parts were retrieved: everything was removed and nothing was left in the patient. The surgery was not delayed more than 10 seconds. There was no impact on patient and is having no issues.